Event description:
Pt was having silicone gel breast implants removed due to marked displacement of the implants and when surgeon dissected left breast, he found implant was ruptured in the pocket. Implants were sent to medical center for examination per md request and they were later returned to rpr and at that time rpr was informed that they had to report the event to FDA.